Event description:
Reporter stated he walked home 8 miles, he was exhausted, and obtained a reading of 577 mg/dl on the compact plus system. Reporter stated she gave him 24 units of novolog r, then almost 3 hours later another reading of hi (greater than 600 mg/l) was obtained on the same system. Reporter stated she gave him 20 more units of novolog r, and hours later, she gave him his normal dosage of 28 units of lantus. Reporter stated the next morning, hours later, she gave him 15 units of novolog r after obtaining a result of 253 mg/dl on the same system. Reporter stated he was so weak, their son carried him to the car and took him to the ER where he arrived 1 hour after the last reading and insulin intake. Reporter stated the hospital obtained a 16 mg/dl on their system and gave him glucose through an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.